Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was discarded. This dm0010faa easydrill cranial perforator with unknown lot number was manufactured by micromar. No conclusion for the motor and attachment as these devices were not returned. If these devices are returned in the future, product analysis may be performed. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. The preventive maintenance/service manual for the legend system specifies service intervals for devices based on the hospital usage level. The maximum specified service interval is 24 months. The motor has been in use for approximately 27 months with no record of factory service during this period. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the safety function of the perforator did not work causing dura damage and reoperation. It was also added that the motor, attachment and console was not working properly. Additional information provided that the serial number of the attachment was unknown. No further information regarding the status of the patient.